Event description:
Affiliate reported that the child received a valve 5 years ago and was doing well until the patient became comatose and had irregular breathing. The surgeon suspected that there may have been a valve malfunction. Therefore, he decided to perform an emergency operation. It was reported that the ventricular catheter was patent and after the valve was disconnected the csf was coming out under really high pressure. The patient received a new valve and the patient was reported to have made an uneventful recovery.

Manufacturer narrative:
The investigation did confirm the problem. The valve could not reprogram and control the flow as expected. The pivot was dislodged from the base plate. The product code was found to be 82-3100. The valve was examined visually. The examination revealed that the pivot was dislodged from the base plate. The cam moved with its pivot into the pumping chamber. Since the pivot was dislodged from the base plate, the valve could no longer reprogram and control the flow as expected. The valve was tested for flow. No occlusions were noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Subsequently the valve was examined under microscope at appropriate magnification and it was dismantled. No observations were made that would explain the dislodged condition of the pivot. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. The review of the lot history record confirmed that the valve conformed to the specifications when released to inventory in 2000. This is a highly isolated event. No corrective action is needed based on the results of the evaluation and based on the fact that it was considered as a highly unusual event. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.